Event description:
Customer reporting 1 false negative sars patient result. Unknown if symptomatic or asymptomatic. Customer communicated a positive rapid antigen result prior to negative sars and a follow up positive pcr.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Multiple attempts were made to obtain further infomation from the customer without success. Root cause:could not determine with retain testing. Source: phone.